Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a cardiac ablation procedure was performed, and the case was completed with pulmonary vein isolation, posterior wall ablation, an anterior mitral line, and a cavotricuspid isthmus line, with most ablations performed using pulsed field ablation and a few radiofrequency ablations performed toward the mitral valve and on the cavotricuspid isthmus line. It was reported that nothing during the procedure was out of the ordinary and no injury was noted during the case or at the conclusion of the procedure. It was reported that approximately 24 hours after the procedure, the patient developed shortness of breath with diaphragmatic injury, and phrenic nerve palsy was observed. It was reported that at a follow-up appointment the diaphragmatic injury and phrenic nerve palsy had not resolved and the patient was referred to pulmonary rehabilitation. It was reported that the patient was alive with injury. No further patient complications have been reported as a result of this event.